Manufacturer narrative:
A specific root cause could not be identified. A potential root cause may be related to the sample. Upon review of the alarm trace, it was noted that an error was received which may suggest an issue related to tube type detection.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned low results for patient samples tested on multiple assays. The results for 3 patient samples were provided. No erroneous results were reported outside of the laboratory. Only the data for 1 patient tested for thyrotropin (tsh ) is a reportable malfunction. The initial tsh result was 1.06 miu/ml. The sample was sent to another hospital for repeat testing. The repeat result was 1.47 miu/ml. The repeat result was believed to be correct and was reported outside of the laboratory. No adverse event occurred. The tsh reagent lot number was 18702401 with an expiration date of 03/31/2016. The field service engineer visited the customer site. The analyzer performance test was acceptable except the high voltage was high out of range. A high voltage adjustment and blank cell calibration was performed. All assays were recalibrated and quality controls were acceptable.